Manufacturer narrative:
Device history record is in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated two tampons came apart upon removal and tampon pieces remained inside of her.